Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported his device was explanted and replaced approximately one month ago. The patient alleged the device was causing him to have "twitches and was receiving "shocks" over the last year. In addition, the device was allegedly pacing incorrectly. The patient advised he physician had indicated the device "saved [his] life a few times." Attempts to obtain additional information regarding the patient's allegations were unsuccessful. No device has been returned at this time.